Manufacturer narrative:
Evaluation of the needle shows the tip has broken off at the suture pick-up slot. As a result of this nature (B)(4) has been opened to investigate the root cause and document the corrective action. This investigation is ongoing. (B)(4).

Event description:
As the surgeon was trying to deploy the needle it broke. Unsure if needle is still in patient. It may have been flushed out, nothing was recovered. Additonal information confirmed an x-ray was not taken to locate the broken tip.